Event description:
Boston scientific crm received information that this device was explanted due to a patient infection. It was reported that this patient was diagnosed with endocarditis.

Manufacturer narrative:
No other adverse patient effects have been observed. A new system was successfully implanted approximately 2 weeks later. At this time, no additional information is available. If additional information becomes available, this report will be updated.